Event description:
A band slippage was reported for a patient enrolled in the swedish adjustable gasrtic band post implant. In (B)(6) 2010, a band slippage with food intolerance and vomiting were identified. The band was explanted. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information was not provided by the contact.